Manufacturer narrative:
The insulin pump was received with act, escape and arrow buttons not responding due to moisture damage on button keypad traces. Pump passed idle current test. Unable to perform run current test, self test, off no power test, unexpected error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, download test or verify low reservoir alarm due to button keypad anomaly. Pump had minor scratched display window, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
Customer reported via phone call that insulin pump had low reservoir. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.